Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer's blood glucose level. The caller declined troubleshooting, no further information was obtained, and no action was required.